Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 1000 mg/dl. Customer had symptoms of nausea, vomiting, blurred vision, feeling hot and cold. Paramedics were called. Customer was hospitalized due to high blood glucose. Customer was hospitalized for three days. Customer was wearing insulin pump at the time of hospitalization, but pump was removed in the hospital. Troubleshooting was performed for high blood glucose. During troubleshooting, it was found that cannula was bent. Customer was advised to call when in receipt of tubing clamp in order to complete troubleshooting.